Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent, asymptomatic patient presented in clinic with noise on the rv lead. The noise was not reproducible with isometrics. The lead was explanted. No further information available.